Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the wire of a 7f exoseal vascular closure device (vcd) did not engage the vessel. There was no reported patient injury. There was no visual damage to the indicator wire prior to use, and the indicator window of the exoseal device was facing up during retraction. The user was trained on the device, and the device was stored and prepared according to the instructions for use (IFU). Other procedural details were requested but were not provided. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. Complaint conclusion: as reported, the wire of a 7f exoseal vascular closure device (vcd) did not engage the vessel. There was no reported patient injury. There was no visual damage to the indicator wire prior to use, and the indicator window of the exoseal device was facing up during retraction. The user was trained on the device, and the device was stored and prepared according to the instructions for use (IFU). Other procedural details were requested but were not provided. One non-sterile vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received pressed, while the guard was locked. The plug was deployed, and the indicator wire was found retracted. The unit was already inserted into a non-cordis unknown french catheter sheath introducer (csi). Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis a presence of dried blood residues along the lumen of the delivery shaft was observed during this analysis. The functional deployment simulation evaluation could not be performed, as the unit was already fully deployed. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator wire damaged loop¿ was not observed through analysis of the returned device, as the indicator wire was found fully retracted and the device fully deployed. There were no anomalies noted to the internal mechanism. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the indicator wire engagement event reported, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.